Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The physician released the closure device from the core wire of the wds and the device shifted. The closure device started to move out of the laa as the procedure continued. The physician used a non-boston scientific device to capture the closure device before it completely moved out of the laa. The procedure was ended with no closure device implanted. The patient did not experience any complications as a result of this event.